Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. Prior to the procedure, the patient was on plavix and aspirin. At the 45 day follow up appointment, a mobile, device related thrombus was noted on the threaded insert of the closure device towards the mitral valve side of the heart. The patient was prescribed eliquis and aspirin in response to the noted thrombus.